Event description:
Reporter is the pt, who says she has been suffering from redness and blisters of her left eye for approx a month. She says that, the drs think that she may have herpes. She's been prescribed medications (various) and drops to include steroids and antibiotics (for a suspected infectious etiology). Initially she had a discharge from her cornea, but it has since moved to the sides of her eyes. She has had approx 12 dr visits to treat her symptoms that also include light sensitivity and pain (this has been within in the past month). Now she suspects it was the amo product that has been the source of her problems.